Event description:
It was reported that resistance was felt when filling the cartridge. Additionally, the patient line became detached from the cartridge. There was no reported adverse impact to customer's blood glucose level. The customer did not provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.